Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy. During a call with baxter customer services, the following was reported. On an unknown date, the patient was diagnosed with peritonitis. On an unreported date in (B)(6) 2012, the patient was hospitalized for the event. Treatment was not reported. On an unreported date in (B)(6) 2012, the patient was discharged from the hospital. The patient recovered.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 5 of 5 involved in this event. A review of all batch record documents was performed for (B)(4) with no issues noted during the manufacturing process.